Event description:
The consumer reported receiving a burn to her stomach while using the heating pad. She did seek medical attention for the burn and is treating it. Burns of this nature are usually caused by misuse of the unit.